Event description:
It was reported the patient underwent treatment with a stent for intracranial atherosclerotic disease (icad) in the mi segment of the in the right middle cerebral artery in 2005. Predilation with balloon catheter was performed, then stent was implanted. Pre-procedure stenosis was 90%, residual stenosis following the procedure was 0%. No complications listed during procedure. The patient reportedly had an ischemic stroke in 2006, that required hospitalization with revascularization three days later. Patient condition is reported to be ongoing unresolved. No further details have been disclosed at this time.

Manufacturer narrative:
Lot number was not disclosed. No alleged device malfunction. Conclusion: for anticipated procedural complication. The batch number of the subject device was not initially disclosed. Therefore, a device history review (DHR) and similar complaint review was unable to be performed. The device remains implanted in the patient therefore is unavailable for investigation. It was reported that the patient suffered from an ischemic stroke approximately 10 months following procedure. It should be noted that the stent was placed successfully with no complications and no report of malfunction or specification nonconformance. There is also no indication that the device was misused by the physician. Stroke is an anticipated potential complication for this type of procedure and disease state and is listed as such in the directions for use for this device. As a result, the root cause was determined to be related to anticipated procedural complications indicative of these types of procedures.